Manufacturer narrative:
Based on the limited information, we are unable to determine the root cause of the unknown particle at this time; however, the product is scheduled to return to bayer for a full evaluation. Once the evaluation is completed, a follow-up report will be submitted.

Event description:
The customer reported the following: after opening the stellant CT disposable kit and upon inspection, they saw a foreign body on one of the filling spikes. The customer elected not to use the spike. No injury or adverse event was reported.

Manufacturer narrative:
Bayer radiology product analysis reviewed the photographs as well as the complaint details that were provided by the customer. Visual examination confirmed the presence of a black particulate on the spike surface. However, as the subject product was retained by the customer and not made available for our evaluation, dimensional examination and particle characterization could not be performed or determined. This information does not constitute an admission that the device, the company or its employees caused or contributed to this reportable event.